Event description:
Procedure: unk. According to the reporter: the surgeon inserted the instrument into the pt's vagina and attempted to complete sacrospinous colpopexy. Upon removal of the instrument from the cavity, it appeared to have sheared off the tip. A thorough search was conducted for the needle, but could not be found. An x-ray was ordered and the item was found in the pelvic cavity using the image intensifier. The item was sighted and removed under direct vision after several unsuccessful attempts.

Manufacturer narrative:
Initial report sent to FDA on 11/26/2007.